Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not clipping. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved in the complaint for evaluation, but failure analysis has not been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: there was no patient injury. The procedure was completed robotically, and no fragments fell inside the patient. The incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to an unsuccessful clip application (e.g., incomplete closure of clip). Medium-large clips were used. The tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). A new clip applier was used to resolve the issue.

Event description:
Refer to h11 for follow-up information.